Event description:
Per medwatch: it was reported that cadd reservoir cassette is alarming no disposable, pump won't run. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: serial number updated, pump was sent back to smith medical. No photos available, the serial number is (B)(6).